Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bard foley catheters were leaking. Per additional information received on 05oct2023, it was stated that after following up with the staff members reporting performance dissatisfaction with the new bard foleys it appeared there were multiple issues. They wanted to share the 3 major complaints that they were hearing from ICU staff. When the urine was drained into a container to be discarded, some urine remained in the end of the spout. The next time the spout was removed from the holder the residual urine sprayed everywhere. The rubber part of the spout developed tiny holes (perhaps the clamp was causing that?). The result was leaked urine on the floor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure could be due to wrong product size selected. A potential root cause for this failure mode could be due to low or high build up gauge which causes the diameter of the catheter to become large or small. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bard foley catheters were leaking. Per additional information received on 05oct2023, it was stated that after following up with the staff members reporting performance dissatisfaction with the new bard foleys it appeared there were multiple issues. They wanted to share the 3 major complaints that they were hearing from ICU staff. When the urine was drained into a container to be discarded, some urine remained in the end of the spout. The next time the spout was removed from the holder the residual urine sprayed everywhere. The rubber part of the spout developed tiny holes (perhaps the clamp was causing that?). The result was leaked urine on the floor.